Event description:
The patient was implanted with a left ventricular assist device. The family reported that the patient acutely became short of breath and then collapsed and died. Emergency medical services (ems) was called to the scene and the patient was transported to the local hospital and officially pronounced dead. The patient¿s family denied any alarms prior to the patient¿s expiration. The local coroner declined an autopsy and the patient¿s family does not want to pursue one on their own, so the pump will not be returned for evaluation. The vad coordinator stated that she does not believe this patient's death to be device related. The system controller was received at the hospital and was interrogated and there was nothing suspicious noted in the history. The vad coordinator also mentioned that there were discrepancies with the patient caregiver's report of the story and the ems report. She believes that the patient's caregivers are not being completely forthcoming with the events that led up to the patient's death. Lastly, she mentioned that the patient had no previous existing conditions that could have contributed to the patient's death.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The lvad pump was not explanted and therefore is not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.